Event description:
It was reported that the patient's right atrial lead exhibited noise. The noise was not reproduced with isometric movements. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.